Event description:
It was reported that the batteries on the 2600 system would not hold a load and the collimator lamp failed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries and the collimator lamp were replaced during the service call. The system was tested and found to be working as intended, and put back into service.